Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs showed a single occurrence of system fault error message (sf 74) and revealed events of power failures while the device was running on internal battery. Review of the battery logs found that the astral battery was faulty. Based on the investigation results and previous investigations of similar complaints, it was determined that the power failure was due to an isolated component failure within the battery assembly and the system fault error message was due to a software issue. There was no patient injury reported as a result of this incident. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.